Manufacturer narrative:
Investigation summary: customer returned two (2) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported nothing came out of the pen needle during the injection. Both of the returned samples were examined, and it was observed that one pen needle had a bent non-patient end (npe) cannula; however, no evidence of manufacturing defects was observed. The other sample exhibited no apparent issues; this sample was tested for flow using a test pen injector, and was able to expel properly. As both samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. The bent npe cannula would be the cause of no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320122. Batch no: 8352786. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the consumer stated that nothing came out of the pen needle during the injection. It works during the priming. This occurred on 30 separate occasions but the date/time and is unknown. The following information was provided by the initial reporter: consumer reported nothing came out of the pen needle during the injection. It works during the priming. Consumer uses new pen needle each time of her injection. Rotates the injection site. Firmly attaches the pen needle. Does not visually tests needle to see if it is straight.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320122, batch no: 8352786. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the consumer stated that nothing came out of the pen needle during the injection. It works during the priming. This occurred on 30 separate occasions but the date/time and is unknown. The following information was provided by the initial reporter: consumer reported nothing came out of the pen needle during the injection. It works during the priming. Consumer uses new pen needle each time of her injection. Rotates the injection site. Firmly attaches the pen needle. Does not visually tests needle to see if it is straight.